Event description:
A surgeon reported noting a scratch in the center of an intraocular lens (iol) after implantation. The iol was removed and replaced with the same model and power during the same procedure. There was no consequence/impact to the pt. It was also reported that an unapproved viscoelastic/delivery system combination was used. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The reporter indicated that an unapproved viscoelastic was used. Add'l info was requested and obtained on 12/15/2009 by phone. (B) (4). (B) (4). (B) (4).